Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to deliver a quick bolus when the pump screen was unlocked. Customer's blood glucose was 242 mg/dl. Review of the pump data logs by tandem technical support verified that there was a prompt being displayed when the customer attempted to deliver the quick bolus; however, after unlocking the pump screen, the customer was able to successfully deliver the bolus after clearing the notification. Multiple attempts were made to relay the information to the customer; however, the customer did not respond.